Event description:
During an atrial fibrilation procedure, it was reported that when plugging the thermocool sf nav bi-directional catheter, all ECG¿s were lost on the carto 3 and recording system. The catheter was replaced and the issue was resolved. The procedure was completed with no patient consequence. On (b)(64 of 2013, received additional information requested from the bwi representative stating that the signal was lost in all channels, body surface and intracardiac signals, and in both systems simultaneously. Due to this additional information, the complaint became reportable. Awareness date changed to (B)(4) 2013.

Manufacturer narrative:
(B)(4).